Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding/av malformations is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Gi bleeding and avm's are known inherent risks associated with use of the device. Clinical factors that may have contributed to the reported event include the non-pulsatile pump, anticoagulation therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to an outside hospital with complaints of a two day history of melena and anemia.  The patient underwent a colonoscopy where arteriovenous malformations (avms) were identified and clipped. The last reported received indicated that it is unknown if the patient remains hospitalized. Of note, the patient does not have any history of bleeding events. The patient's anticoagulation was typically controlled with international normalized ratio (inr) between 2-3. No further information was provided.